Event description:
Patient records received indicate a 1 line decrease in bcva in the right eye following prk refractive surgery.

Manufacturer narrative:
The investigation, including root cause determination is in progress. This report mailed in to FDA on: 07/12/2007.